Event description:
On (B) (6) 2009, this patient was implanted with a gore tag thoracic endoprosthesis and during the procedure, it was noticed that the midportion of the graft had mild infolding at the level of the pulmonary ligament. The physician has chosen to monitor the patient with no treatment planned.

Manufacturer narrative:
A review of the manufacturing records for the device was conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.